Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.